Event description:
The patient has experienced an increasing number of short circuits along the electrode arry over the past month. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.